Event description:
A customer contacted beckman coulter inc. (Bci) in regards to high alcohol (etoh) results generated by unicel® dxc 600 pro synchron® chemistry analyzer for a liver transplant patient. The customer ran 2 different sample tubes for this patient, and both resulted in 7.7 mg/dl. The results were reported to the attending physicians, who questioned the results. The event delayed liver transplant, and the patient was put back on the transplant list.

Manufacturer narrative:
Qc or calibration was not in question. No alternative method or confirmation was performed on these samples. No service was requested or initiated. A root cause for this event has not been determined to date.